Event description:
It was reported the patient stated their heart rate was lower than the programmed rate on the device. Patient also stated they received shocks related to the programming of the device when the patient was in atrial flutter. Follow-up with the physician's office was conducted to obtain additional information on the patient and the device system, but the attempts were unsuccessful. Records indicate the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012. A 4196 implantable pacing lead, (B)(6) 2012. A d314trg implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).